Manufacturer narrative:
Under (B)(4) law, pt info is considered confidential and will not be released by the hosp. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the b650 over-evaluated the st segments on an electrocardiogram. As a result, the pt underwent an unnecessary cardiac catheterization.